Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported deformation due to compressive stress and shaft separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1069 removed

Event description:
Subsequently, after the initial report was filed, it was noted that the proximal shaft separated. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery. The 3.0x33mm xience xpedition stent delivery system shaft broken when advancing. Another same size xience xpedition was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.